Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a button error alarm. The customer does not think that a button was pressed for more than 3 minutes. The insulin pump had not been exposed to moisture. The customer¿s blood glucose level was 6.7 mmol/l. The customer was advised to observe the time clock for one minute. The customer verified that time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button error alarm. The device was received with an intermittent act button response due to flattened button keypad dome. The keypad connector was found closed properly during visual inspection. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.